Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. Visual observation reveals the distal end of the screw is broken, confirming this complaint. When inspected under magnification, the screw revealed no structural anomalies that could have contributed to this failure. Although a definitive root cause cannot be discerned for this failure, in the past it has been observed that this type of screw breakage at its distal end, is a result of excessive torque applied during insertion or off angle insertion into the bone hole. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. Other than this possibility, a root cause for the user to have experienced this failure cannot be determined. At this point in time, no further action is warranted. If additional information is made available to mitek complaints in future, this complaint will be re-opened and re-evaluated. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during anterior cruciate ligament (acl) surgical procedure, it was observed that the biointrafix tapered screw, 7-9 mm x30 mm device broke. It was reported that the broken part was removed in total and new intrafix successfully used. It was not reported if there was a delay in the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.